Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 588 mg/dl at the time of the incident. The customer's blood glucose was 51 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection and with the insulin pump. The customer stated that they were throwing up. The customer stated that they were given IV fluid at the hospital. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer performed troubleshooting and did not found insulin issues and site issues, and setting issues. The customer declined to troubleshoot for air bubbles and leaks. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.